Manufacturer narrative:
The reported event could not be confirmed since the affected device was not returned for investigation. Based on the x-ray analysis and the information provided in the clinical notes, the most probable root cause of the implant dislocation was suboptimal implant placement, which resulted in cup loosening, as noted by the surgeon. The surgical technique instructs users to "gently impact with a hammer until the coated portion of the cup implant is fully seated in the bone." The available information suggests that the cup may not have been fully seated at the time of implantation, contributing to subsequent loosening and migration. The investigation will be updated should additional relevant information become available and a follow-up report will be submitted.

Event description:
It was reported that a patient underwent a revision surgery due to dislocation. During the revision it was discovered that the cup was loose, the cup and the neck were explanted and replaced.